Event description:
The patient was brought in-clinic for lead evaluation and cine images revealed externalized conductor. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was cut and returned in two pieces. Analysis found internal insulation abrasions in multiple locations. External insulation abrasion was noted at 44.5cm to 44.9cm from distal tip, consistent with that produced by friction to another device. Electrical tests of the returned pieces indicated normal characteristics.